Manufacturer narrative:
As reported, the indicator window of two 6f exoseal vascular closure devices (vcd) did not change color during hemostasis and the device was removed. Manual compression was applied to achieve hemostasis. There was no reported patient injury. A non-cordis 10 cm sheath was used. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18392246 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the limited images provided, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the indicator window of two 6f exoseal vascular closure devices (vcd) did not change color during hemostasis and the device was removed. Manual compression was applied to achieve hemostasis. There was no reported patient injury. A non-cordis 10 cm sheath was used. The device will not be returned for evaluation.